Event description:
It was reported that during an ion lung biopsy procedure, the patient developed a pneumothorax on the contralateral lung. The target nodule was located in the left upper lobe and the pneumothorax was seen on the right upper lobe via 3 dimensional imaging. It was noted that the procedure was aborted post-anesthesia. The reporter indicated that the pneumothorax did not appear to be related to the ion system. There was no allegation of device malfunction associated with the event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.